Manufacturer narrative:
Requested additional information from philips field service engineer (fse) regarding parts ordered.

Event description:
It was reported to philips that the system was opened for reconditioning. The original request has been for ¿high noise from co2 pump¿. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the which were paddle tray assy, lithium ion battery, ac power module, small parts kit and therapy capacitor, which were replaced and the device was returned to full functionality. This device was a demo system. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
It was reported to philips, that the system was opened for reconditioning. Upon clarification, this was opened only for spare parts. There was no malfunction. Following the initial call, additional information provided, was that these were for spare parts only. Not for any malfunctions. . No investigation is required, as this was not for a malfunction. Only for spare parts.

Manufacturer narrative:
Corrections to "describe event or problem" and "health impact" fields.

Event description:
It was reported to philips that the system is opened for reconditioning. The original request has been for ¿ high noise from co2 pump. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. . Upon conclusion of the evaluation, it was determined that this was a malfunction of the which were paddle tray assy, lithium ion battery, acpower module, small parts kit and therapy capacitor, which were replaced and the device was returned to full functionality. This device was a demo system. The device remains at the customer site and no further evaluation is warranted at this time.